Manufacturer narrative:
Batch review performed on 18 september 2018; lot 161371: (B)(4) items manufactured and released on 01 june 2016. Expiration date: 2021-05-17; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after about 2 years due to infection. The pathogen is unknown. The surgeon washed out the knee and swapped the poly.